Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("essure nailed to the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("they cannot find one device"), menstrual disorder ("her menstruation is horrible"), abdominal distension ("her belly is extremely swollen"), pelvic pain ("constant pains"), discomfort ("continuous discomfort"), ear discomfort ("ear discomfort") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, menstrual disorder, abdominal distension, pelvic pain, discomfort, ear discomfort and allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, device expulsion, discomfort, ear discomfort, embedded device, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device location not known. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('essure nailed to the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no gynaecological medical history and no genetic health problems. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("they cannot find one device"), pelvic pain ("constant pains"), abdominal distension ("her belly is extremely swollen"), allergy to metals ("nickel allergy"), menstrual disorder ("her menstruation is horrible"), menopausal symptoms ("menopause is killing me"), endometriosis ("deep endometriosis"), discomfort ("continuous discomfort") and ear discomfort ("ear discomfort") and was found to have uterine leiomyoma ("all kinds of fibroids"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal distension, allergy to metals, menstrual disorder, discomfort and ear discomfort had not resolved and the uterine leiomyoma, menopausal symptoms and endometriosis outcome was unknown. The reporter provided no causality assessment for endometriosis, menopausal symptoms and uterine leiomyoma with essure. The reporter considered abdominal distension, allergy to metals, device expulsion, discomfort, ear discomfort, embedded device, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure has ruined consumer's life physically, psychologically and mentally. According to the patient, one of the devices (supposedly) got lost shortly after it was inserted. Nobody knows where it is. And the other one did not appear during the total hysterectomy she had, nor in the pathological anatomy department of the same hospital. "It is most likely still inside me", she said. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device location not known. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('essure nailed to the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no gynaecological medical history and no genetic health problems. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("they cannot find one device"), pelvic pain ("constant pains"), abdominal distension ("her belly is extremely swollen"), allergy to metals ("nickel allergy"), menstrual disorder ("her menstruation is horrible"), menopausal symptoms ("menopause is killing me"), endometriosis ("deep endometriosis"), discomfort ("continuous discomfort") and ear discomfort ("ear discomfort") and was found to have uterine leiomyoma ("all kinds of fibroids"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal distension, allergy to metals, menstrual disorder, discomfort and ear discomfort had not resolved and the uterine leiomyoma, menopausal symptoms and endometriosis outcome was unknown. The reporter provided no causality assessment for endometriosis, menopausal symptoms and uterine leiomyoma with essure. The reporter considered abdominal distension, allergy to metals, device expulsion, discomfort, ear discomfort, embedded device, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure has ruined consumer's life physically, psychologically and mentally. According to the patient, one of the devices (supposedly) got lost shortly after it was inserted. Nobody knows where it is. And the other one did not appear during the total hysterectomy she had, nor in the pathological anatomy department of the same hospital. "It is most likely still inside me", she said. She stated she will have to be operated again. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device location not known. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('essure nailed to the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no gynaecological medical history and no genetic health problems. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("they cannot find one device"), pelvic pain ("constant pains"), abdominal distension ("her belly is extremely swollen"), allergy to metals ("nickel allergy"), menstrual disorder ("her menstruation is horrible"), menopausal symptoms ("menopause is killing me"), endometriosis ("deep endometriosis"), discomfort ("continuous discomfort") and ear discomfort ("ear discomfort") and was found to have uterine leiomyoma ("all kinds of fibroids"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal distension, allergy to metals, menstrual disorder, discomfort and ear discomfort had not resolved and the uterine leiomyoma, menopausal symptoms and endometriosis outcome was unknown. The reporter provided no causality assessment for endometriosis, menopausal symptoms and uterine leiomyoma with essure. The reporter considered abdominal distension, allergy to metals, device expulsion, discomfort, ear discomfort, embedded device, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure has ruined consumer's life physically, psychologically and mentally. According to the patient, one of the devices (supposedly) got lost shortly after it was inserted. Nobody knows where it is. And the other one did not appear during the total hysterectomy she had, nor in the pathological anatomy department of the same hospital. "It is most likely still inside me", she said. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device location not known. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the consumer had no gynaecological medical history and no genetic health problems. Data of essure implant was amended from (B)(6) 2012 to 2013. The events ¿menopause is killing me¿, ¿all kinds of fibroids¿, ¿deep endometriosis¿ were added. Essure removal by hysterectomy. Consumer¿s comments provided. On (B)(6) 2020: essure has ruined consumer's life physically, psychologically and mentally. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("essure nailed to the uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("they cannot find one device"), menstrual disorder ("her menstruation is horrible"), abdominal distension ("her belly is extremely swollen"), pelvic pain ("constant pains"), discomfort ("continuous discomfort"), ear discomfort ("ear discomfort") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, menstrual disorder, abdominal distension, pelvic pain, discomfort, ear discomfort and allergy to metals had not resolved. The reporter considered abdominal distension, allergy to metals, device expulsion, discomfort, ear discomfort, embedded device, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: device location not known. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.